Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product shows that when tested the alarm did not sound when the pull cord is detached from the alarm. The 9 volt battery snap hard cover is damaged. There is no visible damage to the alarm case. (B)(4).

Event description:
Customer reported that the alarm will not sound when the pull cord is detached from the alarm. The battery was replaced with a new supply. When the battery is inserted into the alarm a chirp is heard. The battery door is not damaged and closes properly. There was no pt incident or injury reported.